Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly and led to an unexpected shutdown. Additionally, it was reported that the speaker was not audible. Customer was hospitalized with blood glucose (bg) levels that were over 700 mg/dl and went into diabetic ketoacidosis. Customer received a manual injection to address bg level. Customer was released from the hospital on (B)(6) 2020 with no permanent damage.